Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported no ECG signal with the 989803176171 -5 lead ECG lead set. There was no reported pt incident/injury or user involvement.